Manufacturer narrative:
The device was returned for analysis. The reported ¿suture thread was completely outside of the device when opening the package¿ was not confirmed due to the condition of the returned device. However, factors that may contribute to a loose suture/ link include, but not limited to, manufacturing or accidental manipulation of the device (lever) prior to insertion and/ or deployment. There was blood noted on the distal end of plunger and cuffs. The anterior cuff rim was bent (in oblong shape) and all three cuff tabs were prolapsed. These observations indicate the plunger/ needles had been deployed; however, it is not known when this occurred. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when "opening the package, the material already had the suture thread completely outside of the device". There was no patient involvement. Device analysis identified that the proglide appeared to have been used in the patient and the cuff tabs were bent indicating the plunger/ needles had been deployed. No additional information was provided by the account.